Manufacturer narrative:
The associated device was not returned for evaluation. The images provided were reviewed and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, this complaint from the united states reports that ¿the distal femur resection - resulted in downsizing femur implant size to balance flexion/extension gaps.¿ from the answers to request for information; ¿the distal resection was too aggressive causing the patient to be loose in extension but ok in flexion. The surgeon had to downsize the femur to open up flexion gap resulting in a thicker than desired poly insert to be used. In addition, the surgeon stated he does not fault the devices for this issue. The operative reports were not provided. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as patient anatomy and/or user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that in a tka procedure the was patient extremely loose in extension due to distal femur resection - resulted in downsizing femur implant size to balance flexion/extension gaps. The surgeon had to downsize the femur to open up flexion gap resulting in a thicker than desired poly insert to be used. Femur was downsized from 7 to 6 .no delay. It unknown how the procedure was completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.